Event description:
It was reported to boston scientific corporation that an advanix rx preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2012. According to the complainant, during preparation for the procedure, when the pull wire was retracted to release the stent the guide catheter did not move. It was noted that the guide catheter had detached from the pull wire. The device was never used within the patient. The procedure was completed with another advanix rx preloaded biliary stent . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.